Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath. The sheath was replaced and the cryoablation procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported issue could not be evaluated through testing; the returned device was received tangled with multiple shaft kinks that prevented any catheter insertion for testing.